Event description:
The customer reported the collimator blades on the system are not closing or opening. This did not effect the usage of the machine. They could not use the blade collimator option.

Manufacturer narrative:
The svc rep could not duplicate the problem. He verified the high voltage and the collimator, they were all intact. He verified the functionality of the collimator, it works as intended.